Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed fiber optic testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval & return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code & investigation conclusions), h10. Additional information: (B)(6). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) unit has failed fiber optic test. A getinge field service engineer (fse) replaced damaged fiber optic trunk cable (0012-00-1808). Ran and passed all performance and function tests. No patient involvement and no harm reported. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the cable in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the cable is faulty due to the failed fiber optic test. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.